Event description:
It was reported that the patient has expired after implant duration of approximately 11.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Patient also had another valve implanted (model #6900ptfx), which was not reported on a medwatch, as the event was not device related.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.